Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate them and inform the FDA of products that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that her verioiq meter read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of 11.1mmol/l with the subject meter and 8.5mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.